Manufacturer narrative:
The actual device was returned for evaluation. The air reamer/drill device was evaluated and the reported condition that the trigger of the device was locked was confirmed. An assessment was performed and it was determined that the device would not run. It was further determined that the device failed pretest for check the starting behavior at 2 bar, and check for free movement. The assignable root cause of these condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the trigger of the air reamer/drill device was locked. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on the 10th day of an unknown month in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.